Event description:
Note: this report pertains to two of two devices used during the same procedure. Manufacturer report # 3005099803-2013-14843 addresses the first captivator medium oval snare, and manufacturer report # 3005099803-2013-14844 addresses the second captivator medium oval snare. It was reported to boston scientific corporation that a captivator medium oval snare was used in the colon during a colonoscopy and polypectomy procedure. It was reported that the first snare was unable to transmit current. The same issue occurred with the second snare. The procedure was completed by using a third captivator medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device did not find any visual anomaly. Electrical testing was performed and the resistance was found to be within specifications. The complaint that the snare failed to deliver energy was not confirmed. The device returned showed neither evidence of the alleged issue, nor any defect which could have contributed to the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to two of two devices used during the same procedure. Manufacturer report # 3005099803-2013-14843 addresses the first captivator medium oval snare, and manufacturer report # 3005099803-2013-14844 addresses the second captivator medium oval snare. It was reported to boston scientific corporation that a captivator medium oval snare was used in the colon during a colonoscopy and polypectomy procedure. It was reported that the first snare was unable to transmit current. The same issue occurred with the second snare. The procedure was completed by using a third captivator medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) loop failed to transmit current. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.